Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm secondary to type b dissection. A left common carotid (lcc)-to-left subclavian artery bypass was performed prior to admission for the procedure. The ctag device (tgu343415/12149219) partially and unintentionally covered the lcc upon deployment, as evidenced by imaging and decreased left radial a-line pressure. The physician reportedly made three unsuccessful attempts to retract the device using a q-50 balloon. According to the report, two balloon expandable stents were successfully implanted in the lcc. The patency of the lcc was preserved, and the procedure was concluded with no further complications. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products include two omnilink (abbott medical) balloon expandable stents (10mmx29mm and 10mmx39mm). A review of the manufacturing paperwork verified that the lot met all pre-release specifications.